Event description:
Patient with pertrochanteric reserved fracture of the right hip was implanted with a pfna nail on (B)(6) 2012 with good post op result. Ten days later, she came back to the hospital with great pain (no fall). X-ray showed that the nail was broken through the distal locking hole. A screw was noted as present in the distal locking hole where the breakage occurred. The patient was returned to the operating room for removal and revision to a long nail with larger diameter. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.